Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display check failed. It was identified that the cause was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim during dwell 1 of 3. The display brightness was programmed to 10. The peritoneal dialysis nurse (pdrn) reported that the cycler was reset up with new supplies, however, the display was still dim and the letters were hard to read. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. Upon follow-up, it was confirmed that the patient did not experience any adverse events or require medical intervention as a result of the reported event. The patient was able to complete treatment on the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.